Manufacturer narrative:
.

Event description:
It was reported that programming computer could not be turned on. The handheld was left with the battery totally depleted, when turning on it she could not pass the alignment screen. When taping the cursor it keeps moving. Troubleshooting including reset, hard reset; removal of flashcard and battery and reinstalled but it did not solve the issue. Review of manufacturing records confirmed all tests passed for the device prior to distribution.

Event description:
The suspect device was received by the manufacturer and analyzed. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. The cause for anomaly is unknown. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.